Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted for cardiomyopathy. It was reported that prior to impella insertion the patient had moderate aortic stenosis (as) and calcification of the valve for which the patient did not receive treatment. Per the physician, calcium was blown off at the time of insertion or removal and the patient developed cerebral infarction. The presence or absence of a thrombus in the left chamber was confirmed by echo, therefore the possibility was low. Treatment details for cerebral infarction were not provided. An echo showed that impella was facing the posterior wall side, and it was suspected that the valve leaflets were suppressed. The patient developed mitral valve stenosis and the impella device was changed to iabp. No further information was provided.